Event description:
It was reported that the zimmer air dermatome ii produced an uneven cut. Add'l clinical f/u with the customer indicated that an add'l graft harvest was required as a result of the issue experienced with the device. When the issue occurred, an alternate device (air dermatome 00-8801 model) was retrieved for use and the add'l graft was harvested without issue. There was a minimal extension in surgical time, estimates less than 5 minutes, in order to retrieve the alternate dermatome for use.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The device record indicated that the device was manufactured on 10/26/2012 and was last repaired on (B)(4) 2012, for a non-related issue. Eval of the device did not observed any damage. The device operated within specs. Prior to repair, the device was out of calibration at every thickness setting. The cause of the complaint was most likely the device being out of calibration. The device was serviced and returned to the customer.